Event description:
It was reported that the subjected device had a no dvi signal. The issue was identified as a service or maintenance, not occurring in a clinical setting. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: printed circuit board failure (dp board failure) a root cause could not be identified. Based on the results of the investigation, the no digital visual interface signal (dvi signal) due to printed circuit board failure (dp board failure). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.